Manufacturer narrative:
Height: (B)(6). Based on the available information, this event is deemed to be a serious injury. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
As reported by her nurse, the end user experienced a pressure sore from the accordion flange. The end user has been using product for about one (1) year. The wound started about a week prior to this report and measures approximately 3 x 1 cm and the length follows the curve of the flange at the 9 o clock position. The wound was described as being pink with no drainage. According to the nurse, the wound is "a partial thickness stage 2 pressure ulcer that is attributed most likely to the wafer."she stated that "tight clothing may also be a contributing factor. The abdomen is protuberant but soft; no herniation is present."